Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had two very bad hypoglycemic episodes: one episode in which her blood glucose was 30 mg/dl, and another where the reading was 26 mg/dl. She also mentioned that before bed her battery life was at three bars, but when she woke up the next morning she only had one bar left and did not receive a low battery alert. Troubleshooting was initiated for the off no power issue. The customer's blood glucose at the time of incident is unknown, and her blood glucose two hours prior to call was 218 mg/dl. The customer stated that the battery was brand new. The pump was not dropped or bumped, and there were no unattended alarms. The battery cap was also undamaged and firmly placed onto the pump. No products were returned and a replacement battery cap was shipped to the customer in order to eliminate the possibility of battery cap issues.